Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries and interconnect cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that when attempting to fluoro, the image would not display on the left monitor. The system would not produce fluoroscopic x-ray. There is no report of patient injury.